Event description:
In 2008, this pt was implanted with gore excluder aaa endoprosthesis. On an unk date, a computed tomography scan revealed a type ii endoleak that has been continuous since implantation, with no sign of aneurysm growth. In 2009, a second procedure was performed to treat a possible type iii endoleak. CT scans during the procedure revealed no type iii present; the physician elected to reline using add'l gore excluder aaa endoprostheses. Intra-operative cta revealed a possible type ii endoleak originating from the inferior mesenteric artery but could not be confirmed. Aneurysm growth has been minimal.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.